Event description:
Dr indicated that the implant abutment screw fractured.

Manufacturer narrative:
Visual and functional inspection confirmed that the thread portion of the ca004 abutment has been damaged/fractured. The review of the DHR did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.